Manufacturer narrative:
(B)(4). Customer complained about the device having a rewind anomaly and cosmetic damage of keypad starting to detach on event date of (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The history/trace downloads were successful using thus software. Rewind anomaly alarm was not in insulin pump's memory on event date. Insulin pump was cut open to perform visual inspection and moisture was found on electrical board. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Rewind anomaly was not confirmed due to not being found in insulin pump's memory and passing all required test, however cosmetic damage on keypad was confirmed, keypad overlay peeling. Moisture damage on electrical board was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the keypad was detached from insulin pump. Customer reported insulin pump was not rewinding anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.